Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in which allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
I was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.